Event description:
It was reported that the fan spray kit was impossible to suck. The event timing was during surgery. There was no harm or delay reported. The investigation results found that the motor mounts were bent/burnt. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product determined the unit did not suck up or pump the water in the tubes when powered on from the original battery pack. Visual examination of the interior of the device found the motor mounts were bent/burnt and the face gear was damaged form the motor being out of position and preventing contact with the face gear. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for.